Event description:
Customer reported that she was hospitalized in intensive care unit due high blood glucose. Customer stated that the blood glucose reading was over 700 mg/dl. Customer stated that her insulin pump was alarming no delivery and her infusion set was leaking from the quick release. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.